Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.6; lab: 2.6. Therapeutic range: 2-3 inr.

Manufacturer narrative:
Investigation pending.